Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin was squirting out during manual prime process. The customer¿s blood glucose level was 162 mg/dl at the time of the incident. Customer states they were not able to exit able to preparing to prime loop. Customer stated that they were stuck in rewind process. The insulin pump will be returned for analysis.